Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that during the index procedure, that there was a large diameter noted in the proximal neck and an endoleak was observed there. There was noted to be no endoleak in the treatment target area of the aneurysm. As per the physician the cause of the event is anatomy and noted there to be severe tortuosity at the area with endoleak. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the reported proximal endoleak could not be confirmed on the films received. Procedural or post-procedural CT¿s or angiograms showing the stent graft in situ were not provided for analysis of the reported endoleak. It is most likely that the severely angulated aortic neck in this patient (>60deg and off-label usage) would have been a contributory factor to the reported contrast seen outside the stent graft within the proximal neck. Complete pre-implant films were not available. It is also possible that other anatomical considerations may have been related to the endoleak event (e.g. Narrowed aortic neck, and calcification, and possible thrombus). It is possible that the reported contrast was contained within the angulated and dilated portion of the proximal neck, may have re-sealed within the distal portion of the neck, and therefore did not appear within the aaa as a type ia endoleak. If information is provided in the future, a supplemental report will be issued.